Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 455 mg/dl at the time of incident. The customer's blood glucose was 373 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that the insulin pump kept having compromised force sensor system alarm. The insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No prime alarm noted. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.